Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy and wants to increase stimulation because therapy is not working. Patient also reports they have had a uti in their blood since (B)(6) 2017. Patient doesn't feel stimulation and it was concluded that therapy was on. After stimulation was increased to 2.4v, the patient could feel stimulation and will leave it there. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that their programmer (pp) wasn't turning on and their battery needed to be changed. Additional information was received from a consumer (con). It was reported that the cause of the lack of stimulation as the battery had run down and they had to change the battery. The stimulation output issue was resolved. They confirmed that they had a uti in 2013, where they were hospitalized for four days as the uti was in their blood stream. They would get a uti every two months and they had a uti when the implant was made. Their most recent uti was in (B)(6) 2017 and was in their blood stream. The cause of the uti was their stimulator was dead and needed a battery. The uti was reported to be related to their underlying urinary dysfunction and was related to their device or therapy. To resolve the uti, they changed the battery. They noted that their doctor office never told them to change the batteries.